Event description:
Additional information: patient was injected with juvederm ultra plus xc.

Manufacturer narrative:
Medwatch sent to FDA on 10/30/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of blanching is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin discoloration: "undesirable effects the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site."

Event description:
Healthcare professional reported same day after injection with unspecified juvederm ultra plus patient developed blanching post injection in oral commissure right side. Patient treated with hyaluronidase + xylocaine 2%. Symptoms resolved the same day.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported same day after injection with unspecified juvéderm ultra plus¿ patient developed blanching post injection in oral commissure right side. Patient treated with hyaluronidase + xylocaine 2%. Symptoms resolved the same day. Additional information: patient was injected with juvéderm ultra plus¿ xc.